Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.